Event description:
The pt was reportedly implanted with a biodesign or surgisis 4-layer tissue graft on (B)(6) 2012, at (B)(6) medical center, (B)(6) by dr. (B)(6), m.d. To treat her pelvic organ prolapse and/or stress urinary incontinence. The pt and her attorney have alleged that as a result of this product being implanted in the pt, the pt has experienced pain, injury, and has undergone medical treatment. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type/to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status.

Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant; product expire date unk; lot number not provided; product catalog number unk, product unspecified. Product MFR date unk; lot number unk. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim included a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the biodesign or surgisis 4-layer tissue graft's performance and the alleged injury remain unk. A root cause of the claims allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained a follow-up MDR will be filed.

Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with a biodesign or surgisis 4-layer tissue graft on (B)(6) 2012, (B)(6) to treat her pelvic organ prolapse and/or stress urinary incontinence. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. Update: the patient underwent a pubovaginal sling procedure on (B)(6) 2012 in which dr. (B)(6) implanted a surgisis 4-layer tissue graft to alleviate stress urinary incontinence. The patient reported she was treated in (B)(6) 2013, by dr. (B)(6), for an infection and itching after the surgery. This was treated with a topical ointment. Details of the location of the infection and itching were not provided. The patient reported she still has urinary incontinence in which she does not make it to the restroom in time.